Event description:
It was reported by the sales rep that during a cervical osteotomy, the drill fell apart. It was reported that all of the parts were recovered; at the time of the reporting, it was unknown if anything fell into the surgical site. The procedure had to be finished using nibblers; this resulted in one extra hour under anesthesia.

Manufacturer narrative:
The handswitch involved in the reported event was evaluated. During the evaluation, the technician noted the ramp assembly and the associated springs were no longer present. The base showed indentations into the plastic where the lever and saddle would contact that plastic; these indentations are more pronounced than normal. The ramp assembly can be removed from the handswitch if the lever is deflected far enough to allow the ramp assembly to get past the ramp mover. The indentations in the plastic suggest that the lever was forced away from the drill.